Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing did not connect securely to the patient line. There was no reported adverse impact to the customer's blood glucose level. A cartridge change was performed resolving the issue.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.